Event description:
It was reported "extension line on distal lumen "ballooned out" during pressure injection. Line patency was checked prior to pressure injection. Injected at 4ml/sec and imaging showed successful contrast study. No apparent rupture, just the extension line "ballooning." Therapy completed for patient and line removed in full on 6/12/24. Patient has been downgraded to a peripheral IV." There was no patient harm or injury. The patient's current condition is reported as "fine"

Manufacturer narrative:
(B)(4). The full UDI number is not available as complainant did not report a lot number. The customer provided one photo for evaluation. The report of an extension line stretched/ballooned was confirmed through inspection of the supplied photo. The photo shows a stretched/ballooned distal extension line. The customer also returned one 3-l cvc for evaluation. Signs of use were observed on the catheter body and inside the extension lines. The clamp was activated on the distal extension line, which is consistent with the user report that the clamp was closed after ballooning was observed. Visual inspection revealed the distal extension line was stretched/ballooned directly adjacent to the luer hub. The observed damage appears consistent with unintentional over pressurization of the extension line during use. After failing functional testing, large amounts of biological material were also observed within the distal end of the catheter. The stretched portion of the extension line measured 0-15mm from the luer hub. The distal extension line outer diameter in a non-stretched area measured 0.0851" which is within the specifications of 0.084" - 0.088" per product drawing. The distal extension line inner diameter within the luer hub measured 0.057" which is within the specifications of 0.055" - 0.059" per product drawing. Functional inspection was performed per the instructions for use which states "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The distal extension line was flushed using a lab inventory 10ml syringe. A blockage in the form of biological material was identified within the distal extension line, which likely contributed to the over pressurization of the line. After the blockage was removed, the distal extension line flushed as intended. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The IFU provided with a general ask-45703-pjhh1 kit informs the user, "precaution: pressure limit settings on injector equipment may not prevent over pressurizing an occluded or partially occluded catheter. Precaution: use appropriate administration set tubing between catheter and pressure injector equipment to minimize the risk of catheter failure." The pi information card was reviewed as part of this complaint investigation. The card indicates that for a 3 lumen: 7 fr x 20 cm catheter, the maximum indicated flow rate is 10ml/sec. Based on the customer report, they remained within the maximum flow rate specification. The customer report of a stretched/ballooned extension line was confirmed through complaint investigation of the returned sample. Visual inspection revealed the distal extension line was partially stretched/ballooned. Functional inspection revealed large amounts of biological material within the distal lumen causing a blockage, which likely contributed to the over pressurization of the line during use. Despite this, the catheter met all relevant dimensional requirements, and a device history record review based on a potential lot from sales history was performed with no relevant findings. Based on these circumstances, unintentional use error (overpressure) likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.